Manufacturer narrative:
The manufacturer did not receive devices for review. It was mentioned by complainant, that the devices will be returned for investigation. But the ncb screws will not be returned, as they were discarded. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with a ncb, periprosthetic femur plate, distal, left, 12 holes, 278 mm on (B)(6) 2016. The plate broke. The patient underwent a revision surgery due to the breakage of the plate on (B)(6) 2016. Additional information has been requested. Some additional information has already been received and has been added to the report.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a ncb pp plate was implanted on (B)(6) 2016 and revised on (B)(6) 2016 due to a breakage. Review of received data: two x-ray pictures were received dated (B)(6) 2016. The breakage of the plate can be seen in both pictures. There is also an existing hip prosthesis and a knee prosthesis. No further statement can be done. A surgical report of implantation and a surgical report of explanation were received. Implantation: diagnosis: periprosthetic femur multiple fracture (left). The surgical report of implantation dated (B)(6) 2016 describes that the patient had a fall and broke his femur bone. A ncb pp plate was implanted between the hip prosthesis and knee prosthesis and was fixed with several ncb screws and cerclage wires. Explantation: diagnosis: plate breakage and delayed bone healing (non union) (left). The surgical report of explantation dated (B)(6) 2016 describes the plate breakage and also a re fracture of the femur bone. During the surgery it was found out that the bone did not heal. A new zimmer plate was implanted with several screws. In addition bone graft substitute was given. Devices analysis: visual examination: the broken plate was returned for investigation. The screws, locking caps and the 2 cables mentioned in the surgical reports have not been returned. The breakage is located through the middle hole of the first three hole pattern seen from proximal. The broken plate shows an indication for a fatigue fracture (beach lines) on both broken parts of the plate. There are also several scratches on the plate surface visible. Review of product documentation: no product documentation was reviewed for investigation. Conclusion summary the ncb pp plate was in vivo for approx. 5 months. The visual examination of the returned plate indicates that no material defects that could have triggered the breakage could be found. The fracture surface is characterized by beach lines which indicate a fatigue fracture of the plate. The review of the surgical report of explantation do also mention that the bone healing process was delayed. It is unknown why the bone healing process was delayed. No information about the bone quality or medical history of the (B)(6) years old patient was provided. In conclusion, an exact root cause for the plate breakage after approx. 5 months could not be determined. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).